Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. 12/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 12/10/2015 software analysis was unable to determine probable cause with the information provided, the logs do not contain anything that specifically indicate why the system unexpectedly exited. Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial shunt procedure, the navigation system monitor returned to the logo screen while navigating. The navigation system was re-started and normal function was restored. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.